Event description:
Additional information received reported the system was explanted. The manufacturing representative later reported that impedances were measured to be normal and there were no problems noted.

Event description:
It was reported that a few weeks after the patient¿s implantable neurostimulator (ins) was activated, the patient did not like the way the battery looked in his back and that it was very painful. He was instructed to call the surgeon if there were concerns of infection or placement. The patient made an appointment with the healthcare provider (hcp) and the incision site looked great, but the patient told the hcp that he wanted it removed because it was hurting his back where it was located and he did not like the appearance of it. This was only a few weeks post operatively and the hcp told the patient that he would not take it out at this point because it was implanted to try to help him and that he was not giving it a fair shot. A manufacturing representative (rep) met with the patient and reprogrammed him to get him better relief. Impedance testing was also performed. When the patient left the appointment it felt much better. It was noted that day the patient was released from his pain clinic due to noncompliance with his medication. A few weeks later the patient was feeling a shocking sensation from the system. The rep instructed the patient to turn off the system and they would check it once had another appointment. On (B)(6) 2015, the patient was still getting shocked. The patient was told again that it should be turned off until they could further examine it. An appointment was set for (B)(6) 2015 at the hcp office with the rep. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that a manufacturing representative (rep) met with the patient on friday, (B)(6). He reprog rammed the patient and he was getting effective therapy when he left.